Event description:
It was reported that, "the pt had a revision surgery to replace the head and insert due to an insert wear. When the surgeon dissociated the head from the stem, he noticed the metal dust in the head. The surgeon replaced the head and insert and completed the revision surgery."

Manufacturer narrative:
The following other knee devices were also listed in this report: c-taper cocr lfit head 26 mm/+10, cat#: 06/2610, lot#: 20296302. Secur-fit ha hip stem, cat#: 1051-0830, lot#: unk. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the eval summary will be submitted in a supplemental report.